Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, a patient had an esophageal on (B)(6) 2016. The bravo capsule was placed and then on (B)(6) 2016, the patient went to the ER complaining of pain. The patient is requesting that the capsule be removed. No other known adverse events were reported.